Event description:
A surgeon reported that the irrigation was poor during the procedure. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).